Event description:
The manufacturer received information alleging no oxyge on a everflo device. There was no reported harm. The device was returned to the manufacturer's service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation, it was noted that the device had a burned pca and the device does not power on. The root cause is confirmed to be thermal damage of the pca. Additionally, during the service of the device, the manufacturer observed a dust-like contamination on the rear enclosure, scratches on the front enclosure, brown discoloration on the compressor inlet tube (indicative of tobacco use). Kinked/pinched cannula tube. Thermal damage on the pca (f3, t3) and blown fuse (f1) which is indicative of a voltage spike that occurred external to the device. Pil was unable to power on and test the device due to thermal damage on the pca. At this time, no further investigation can be performed. Should additional relevant information become available, a supplemental report will be submitted.